Event description:
Manufacturer representative reported devices explanted due to infection. The devices were explanted but not returned to the manufacturer for analysis.

Event description:
Hcp reported patient presented with signs of infection in 2005. Patient symptoms included redness, swelling, pain and incisional wound opening. Cultures were taken from the device pocket and the type of organism found was staphylococcus. The patient was treated with both IV and oral antibiotics and a total device system explant. Hcp reported the infection resolved.